Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 03/21/2005 and was last repaired on (B)(4) 2013 for a non-related issue. Eval of the device observed that the device did not operate. It was also noted that the handpiece has minor nicks along the leading edge of the control bar and damage to the width plate. Prior to repair, the device was outside calibration specifications and failed side to side calibration only at the zero thickness. Repair of the device included replacement of the motor, swivel, calibrating shaft, width plate , and all standard repair parts. The cause of the reported issue was not likely due to motor failure. It should also be noted that the improper handling likely caused the damage to the control bar and width plate. The device was serviced and returned to the customer.

Event description:
It was reported that the electric dermatome was not working. Despite multiple follow up attempts with the customer, no add'l info was available to be obtained regarding the reported event.